Event description:
As reported by fcs, during the procedure to implant a 26mm sapien 3 ultra valve in the aortic position, via transfemoral approach, there were complications requiring a second valve. During insertion, the operator encountered resistance and difficulty with valve insertion through the esheath. The operater was able to but push the valve further, but the valve exited the esheath about midway of esheath through the; clear liner (seam) part of the sheath in the area of the aortic bifurcation/right common iliac. Imaging provided also showed a high density polyethylene strand (hdpe). A new sapien 3 ultra valve was then prepped and successfully deployed in the aortic position. The patient remained stable throughout the procedure and there was no patient injury.

Manufacturer narrative:
Investigation is ongoing. Device not returned. See manufacturing report # 2015691-2022- 06167 for related event.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect no product returned evaluation. The esheath plus was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was returned and evaluation was performed; 3mensio shows calcification and tortuosity present in the access vessel. Screenshot of cine shows delivery system outside of the sheath profile. Image of the devices post procedure shows the delivery system outside of the sheath shaft through a punctured liner/damaged shaft. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A lot history review was performed and revealed no indication that a manufacturing non-conformance would have contributed to the complaint event. A complaint history review was performed and revealed the following are potentially applicable to the complaint event: procedural factors; excessive manipulation, interaction with liner. The following instructions for use (IFU) were reviewed: IFU for esheath plus introducer set, device preparation training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified. The esheath resistance, damage and liner puncture were confirmed from the provided imagery. However, as the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''during insertion, the operator encountered some resistance but pushed the valve further, the valve exited the seam of the esheath in the area of the aortic bifurcation/right common iliac''. The imagery reviewed showed the patient's access vessels were calcified and tortuous. These patient factors can create a challenging pathway for advancement and can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to an increased potential for the valve to catch onto the sheath inner lumen and become stuck, increasing and encounter resistance during advancement. If additional manipulation was used to overcome any resistance, the valve can puncture through the sheath therefore damaging the liner and shaft. Available information suggests patient/procedural factors (tortuosity, calcification, excessive manipulation, valve interaction with liner/shaft) contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. In this case, patient factors (calcification and tortuosity of the access vessles) and/or procedural factors may have contributed to the valve was implanted in a non-target location, the distal aorta. Valve deployment in unintended location is listed in the instructions for use (IFU) as a potential risk associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.